Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens determined that there was no malfunction of the CT scanner. This event was evaluated to be a usage error, no device malfunction. The user error was determined to have occurred when the metallic rail was in contact with the power line, then causing an electrical shock. This had occurred since the mounting screws being in the floor had damaged the power cable line. Following this event, there was no injury or permanent deterioration of the health status of the patient.

Event description:
It was reported to siemens that during a patient procedure with the somatom definition flash system, the patient felt an electric shock when the patient was being moved around on the treatment table. There was no device malfunction of the CT scanner reported. This event occurred in (B)(6).